Manufacturer narrative:
(B)(4). The reported patient effect of restenosis, as listed in the multi-link vision, rx and otw instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported through a research article identifying vision devices that may be related to the following: restenosis requiring revascularization. Specific patient information is documented as unknown. Details are listed in the attached article.

Manufacturer narrative:
(B)(4). Date of event estimated as 6 months prior to publication. Date of implant estimated as date of publication. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article, levels of circulating cd34p/kdrp cells do not predict coronary in-stent restenosis.